Event description:
Patient with obstructive hydrocephalus. Had vp shunt replaced without complications. She was discharged three days later. Head CT without contrast done one month after discharge showed interval worsening of hydrocephalus with new right frontal scalp csf collection and apparent discontinuity of the shunt at that site. Patient taken back to surgery eight days later. Fracture in valve causing disconnection was found. Valve explanted and new programmable valve re-implanted.